Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(4) 2011, explanted on: unk.

Event description:
A catheter migration was reported. Patient experienced increased pain. X-ray done on (B)(6) 2011 showed that the catheter had migrated to the posterior fascia. A surgical intervention was done, catheter was spliced on (B)(6) 2011. Patient outcome was noted as recovered without sequela.

Event description:
Additional information: it was later reported that there were no signs or symptoms. Drug delivered via the device was compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicate the serial number of the pump the patient had implanted at time of event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported.